Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and displayed a fill estimate of over 240 units of insulin. During troubleshooting with tandem technical support, the customer reloaded the cartridge, and after completing a fill tubing of 10.2 units of insulin, the insulin gauge displayed an accurate fill estimate. The customer's blood glucose (bg) level was 321mg/dl and a correction bolus was delivered to address the bg level.